Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during training, the autopulse platform (s/n: (B)(4)) did not function properly. The new lifeband detached from the platform. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No patient involved with this event. No additional information provided.